Event description:
It was reported the pt had stopped using and recharging the ipg sometime in 2010, but wanted to proceed with a procedure to have a functional scs system. The sjm representative asked the pt why the system was discontinued. The pt reported he had stopped using the system because it was not effective in resolving his pre-existing anxiety and muscle spasms. Further inquiry found the pt was implanted for pain, however, he thought the pain was the cause of the anxiety and muscle spasms. The pt reported he was currently on medication to control those symptoms and wanted to have the ipg replaced in order to achieve pain relief.

Manufacturer narrative:
This ipg serial number was included in a field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.